Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the stapler was able to fire but they had to undergo CT scan and re-operate the patient following laparoscopic mini gastric bypass because a leakage. This resulted to the patient¿s extended hospitalization for a week. The patient has fully recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.